Manufacturer narrative:
The authorized service provider (asp) evaluated the device and confirmed the phenomenon that was reported. The flow sensor assembly was replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10- e1: 3-4582 taniyama chuo, kagoshima city, kagoshima prefecture.

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating that while performing preventative maintenance (pm), it was observed that when checking whether the occlusion alarm sounds after blocking the respiratory air inlet in the me room, the occlusion alarm does not appear. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.